Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient was seen on (B)(6) 2019 due to suspected infection. The lead was part of a system that had eroded partially through the pocket in which the skin appeared discolored. This lead was than explanted on (B)(6) 2019 and the lead is no longer in service. No further adverse health outcome was reported.